Event description:
Type of procedure: gastric bypass according to the reporter: while covering a case, surgeon mentioned that he had a patient who had a staple line leak on the gastric remnant. Surgeon stated that the patient required 3 units of blood.

Manufacturer narrative:
(B)(4).